Event description:
It was reported that during implant, three defibrillation shocks were unsuccessful during dft testing. The patient was rescued externally. The device remained implanted. The following morning, three unsuccessful dft test were performed. The physician elected to reposition the device to the left side. Subsequently, two successful dft test were performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.